Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. Leakage on the elevator channel was observed. The probe unit pink rubber was found chipped and the c-body forceps cover was observed to be missing. One broken element was noted on the ultrasound image (um) and low tensions on the control knob was noted. Based on evaluation findings the found failures could be attributed to user handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
A report of failed leak test during reprocessing was reported. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated. Based on the results of the investigation, the missing adhesive on the distal end was confirmed during evaluation; therefore, it is likely that an external force was applied to the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The missing adhesive was likely caused by user handling. The instructions for use have the following statement which can prevent the event: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."